Event description:
Information received regarding the explanted device notes premature eol/rrt. Battery data measured at 2.31v, >29.9k while the current drain displayed dashes (---). Although a software download was successful, the anomalous condition was not rectified. The patient was in normal sinus rhythm at 92 bpm.